Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024 and was treated with IV and fluids of saline and insulin drip. The blood glucose level was 544 mg/dl at the time of event and was caused by the bent cannula. Patient went to ICU. The patient was released from the hospital on (B)(6) 2024. The infusion set has been used upto less than 24 hours and the issue has been resolved with the treatment. No further information was available.